Event description:
It was reported that, "the surgeon had the broach handle attached to a broach. During extraction of a broach, the heads of broach handle broke off."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted on the supplemental report.